Event description:
It was reported that pulse generator exhibited a diagnostics anomaly. The device remained implanted.

Event description:
New information states the device was explanted.

Manufacturer narrative:
Final analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.